Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis, patient hospitalization and treatment were not reported. At the time of this report, the patient has recovered from the event. Pd therapy was continued during the treatment. The reporter declined to provide additional information.

Manufacturer narrative:
The event was reported to have occurred on an unreported date in (B)(6) 2022. Initial reporter city: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.